Manufacturer narrative:
The onset of the patient's infection was reported within MFR report number 2916596-2019-04161. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device -- 8 months. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient's driveline culture remained positive and doxycycline was continued. The patient was admitted with pain associated with driveline site and shortness of breath. Linesoxid was given as well as lasix. This resulted in good output and symptoms were resolved. The wound cultures were staph positive but blood cultures were negative. The patient continues to be on antibiotics 720 days post-implant and the event was not resolved.